Event description:
It was reported that the compressor was going on and off. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the device unintentionally went into standby mode. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue was resolved by replacing standby valve. The defective part has not been returned for further evaluation. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. The most probable cause to this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).